Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician was unable to interrogate a vns pt's generator. The physician's programming system was ruled out as a cause of the reported event because she was able to interrogate and program other pt's device without issue. She does not believe that the generator is at end of service. The pt's device was replaced. Good faith attempts to have the explanted device returned to the MFR for analysis have been unsuccessful to date.